Event description:
It was reported that the procedure was to treat a narrow, 90% stenosed lesion in the distal left anterior descending artery with moderate calcification. Pre-dilatation was performed and the 2.5 x 38 mm xience prime stent delivery system (sds) was advanced to the lesion. The stent was implanted successfully at 11 atmospheres (atm); however, a perforation was seen at the proximal edge of the deployed stent. The perforation was successfully treated with a graftmaster stent. The proximal lad was then treated and the procedure was completed. The patient was asymptomatic after the procedure and was discharged after normal hospital stay. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight; guide cath: xb 3.5,7f; sheath: 7f. There were no reported product deficiencies. Perforation is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.